Event description:
A (B)(6) male pt underwent aortic abdominal aneurysm repair on (B)(6) 2010. The pt's anatomical form was suitable for endovascular repair and the procedure consisted of placement of a main body and two iliac grafts. The procedure was completed with no notable problem. At a follow up on (B)(6) 2011, occlusion of the left iliac leg graft was confirmed and femoral - femoral bypass was performed. The pt's condition after the procedure is unk as not provided by the reporter.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to occlusions, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, importance of accurate placement. Specific to this case the IFU states, "vessels that are significantly calcified, occlusive, tortuous or thrombus lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." No product was returned for investigation; however, no evidence exists to contradict the substance of this report. The failure mode assigned to this case is occluded. This failure mode was determined based on the provided event description. A definitive root cause can not be determined or reported at this time. Add'l action is not required at this time. The risk is insufficient per quality engineering risk assessment. We will continue to monitor for similar complaints.